Event description:
A clinic reported that prior to initiating treatment a pt was unusually hypertensive and became unresponsive one hour and twenty minutes into treatment. Treatment was terminated, saline was administered and the pt was transported to the hosp where she suffered a cardiac arrest. Following the hospitalization, the pt was discharged home and returned to outpatient dialysis treatment. The machine was returned to service following inspection by a gambro gts representative.